Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was recording inappropriate at/af alerts when the device was programmed to vvi mode. Programming changes were recommended.

Event description:
New information received indicated that eri was observed during preoperative check. Patient was admitted to the hospital for atrial fibrillation. Device was explanted and replaced.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.